Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 39mg/dl. Troubleshooting was performed. The customer stated that the numbers were ramping and insulin was squirting out during the manual prime. The customer stated that the insulin pump is reacting on its own and without pressing any button. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. The customer's recent glucose reading was 319mg/dl. No further info was provided.